Event description:
Subsequent information received indicated that this rv lead was fractured and was surgically abandoned. This lead is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable pacemaker and right ventricular (rv) lead exhibited high, out-of-range (oor) pacing lead impedance measurement greater than 2000 ohms and intermittent capture. A lead safety switch (lss) was triggered on this right ventricular (rv) lead. Additional information was received indicating that the source of high out-of-range pacing impedance measurement was not conclusively determined. This rv lead was replaced but the field representative could not provide the implant date. This rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.